Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It is likely the user's understanding differed from olympus recommendations on device handling and reprocessing steps. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer declined returning the device to olympus for evaluation at this time. The customer was advised that they will need do a pre-longed soak for the delayed reprocessing, and to perform a manual high-level disinfection, and reprocessing guidelines were provided for the customer. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope rubber was peeling back at the connector, and the scope sat for two days without being reprocessed. They inquired if they would be able to reprocess in their ultrasonic cleaner. The issue was found during reprocessing. There were no reports of patient harm. This report is being submitted for the delayed reprocessing issue.